Event description:
Complainant alleged that a clinician was treating a male pt. The device was attached to the pt in an attempt to cardiovert the heart rhythm, however, after discharging energy twice at 200 joules, the pt's heart rhythm did not convert to a normal sinus rhythm. Complainant indicated that they obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt, due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the device for eval, and this complaint is still under investigation.